Event description:
During a coronary stent procedure of a pre dilated lesion, the physician experienced difficulty crossing the lesion, and attempted to retract the delivery/stent device back into the guide catheter. The guide catheter slipped and the stent dislodged. The undeployed stent was located at the bifurcation of the iliac and another manufacturer's peripheral stent was used to secure the dislodged stent. Patient status is listed as "okay".